Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on 25 march 2025.

Event description:
It was reported smoking and sparks were noted on the transmitter. The transmitter was deemed to be faulty and replaced. There were no patient consequences.

Manufacturer narrative:
The field complaint of the transmitter not powering on was verified; however, the allegation of the sparks could not be verified. The burn damage was located to the transmitter's main pcb.